Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Confirmation testing on nasal swabs with the aptima collection system generated positive results (CT values not provided). Customer states employee was allowed to return to work based on the initial false negative result obtained on the ID now covid-19 assay. No additional patient information, including treatment and outcome, was provided. Customer reported a total of five false negative results on three patients and three lots. This report addresses patient 3 tested on lot 3 of 3.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034961 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, manufacturing records and quality control release testing was reviewed for test base lot 1034961. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting), related to kit lot 1034961 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however substances in the sample itself may have interfered with the reaction. Please reference related MFR. Report number 1221359-2021-03110 for patient 1/lot 1 and 1221359-2021-03111 for patient 2/lot 2.